Event description:
During galileo installation, the customer tested several patient samples containing known antibodies with capture-r ready screen lot # w141. Five samples showed a false negative result. Anti-k, anti-jka and anti-e were not identifed.

Manufacturer narrative:
The customer's results were confirmed. In addition, samples were tested with capture-r ready screen lot x 238 and x231, and antibodies were detected in three of the five samples. Reactivity of the e, k and jka antigens was confirmed on retention crrs, lots w141 and x238. Crrs, lot x231, had expired prior to receiving the complaint; therefore, no additional serological testing was performed. Reactivity of the e, k and jka antigens on crrs, lot x231, was verified through lot release records. The customer did not return product or sample for investigation. It is not possible to rule out the samples as a cause of the event.